Event description:
Customer reported receiving a no delivery alarm that was resolved with a set change. Customer also received a motor error alarm during bolus. Customer stated that they had an MRI done and the insulin pump may be exposed to a high magnetic field. Customer's blood glucose reading at the time of the call was 414 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.